Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) saw a 1707/coupling issues error. The pt stated for the last three or four weeks they have been experiencing issues with their ins and recharger connecting and then disconnecting. Patient services reviewed external device usage and recharger placement. When connecting their recharger to their handset, the pt saw a recharger not found message. The following troubleshooting steps were performed; reset the recharger, dismissed 3167 code. The pt palpated for their ins and stated they have never been able to feel anything other than their incision scar. Pt stated during their check up on (B)(6) 2022 their hcp stated they think the ins may have tipped or moved a little bit. Likewise at this check-up, pt stated the hcp was unable to connect their handset and communicator to pt's ins. Pt stated they had placed their recharger more to the right towards the curve of their buttock. Pt was able to establish an excellent connection, recharge from 90-100% and therapy was on. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.